Event description:
A study indicated that (B)(6) old male pt underwent evar on (B)(6) 2013. The pt was reported to have no iliac occlusive disease, calcification, nor tortuosity on either side. The physician placed a zenith flex main body and three zenith flex with spiral-z technology iliac leg grafts. According to the reporter, the pt had a proximal type I endoleak when leaving the operating room. Although requested, no additional information has been provided by the reporter as of (B)(4) 2013.

Manufacturer narrative:
Pt code: multiple requests have been made for pt outcome, additional procedures, etc without success. Device code: endoleaks are labeled in the IFU. Event evaluation: still under investigation.